Event description:
It was reported that the patient experienced pain and pressure. The patient went to the emergency room, and a computed tomography (CT) scan was done where it was found out that the implantable pulse generator (ipg) was causing the symptoms. The spinal cord stimulator (scs) system was explanted and will not be returned per facility policy. No further information has obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 18015518. UDI#: (B)(4).